Manufacturer narrative:
The device ro 10 010has been inspected for investigation purpose. The tests performed confirmed that the pc graphics card does not work anymore due to wear and tear. As repair, the pc was replaced. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that the pc was non-functional. It has been reported that the surgery has been cancelled.